Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: it was reported there was foreign matter inside the expansion chamber. One sample was provided to our quality team for investigation. Upon inspection, a small particle was observed inside the expansion hood, confirming the reported concern. A device history review was performed for reported lot 2502105; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Manufacturing of this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. Final products are subjected to visual and functional inspections throughout the manufacturing process in accordance with established procedures, and no issues related to this observation were identified. In addition, manufacturing equipment undergoes routine maintenance and cleaning, a review of our quality records confirm that all cleaning and inspection requirements were completed in compliance with procedural standards. Due to the extremely small size of the particle, characterization testing could not be performed to determine its specific composition, however, it is believed to have originated from the gloves used in the production area or blue storage containers where product is placed during the molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: this is a complaint about foreign matter was found inside the balloon. The product has already been used. Hd drug name: carboplatin.